Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery, while loading the lens the haptics were broken with no patient contact. Surgery completed on the same day without any harm to the patient. Additional information has been requested but is not available at the time of this report.